Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open partial colectomy without colostomy, while stapling the colon, the device was unable to fire thus was unable to cut the tissue. Another stapler was used to resolve the issue. There was no patient injury.